Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-08442. It was reported that the patient did not have stimulation. The set screw came out and the lead pulled out of the header. The physician revised the lead. After the lead revision, the amplitude was unable to pass the perception level and it auto reduced. Diagnostic test indicated invalid values on all the lead contacts. No further information is available at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.